Event description:
The reporter indicated the surgeon was inserting a 13.7mm micl 13.7 implantable collamer lens and noted, under the microscope, that the lens was torn. There was no pt contact or injury. The backup lens, same model, was implanted.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).